Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns pt had high lead impedance with systems diagnostics testing. The pt later had vns lead and generator replacement surgery performed. Attempts for further info and return of the explanted devices are in progress.